Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. The paramedics were called; the fixed went up to 10.6 units. The blood glucose had dropped to 65 mg/dl; when paramedics arrived the blood glucose level was 208 mg/dl. Customer had begun to drink juice when paramedics arrived. Nothing further reported.